Manufacturer narrative:
(B)(4). Date sent: 6/15/2020. H2: additional information received: were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2020. H2: additional information received: device received for additional review at ethicon, cincinnati.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2020. D4: batch # r94n5r. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and it was noted that the silicone was missing and trigger was broken, not allowing the trigger to function as intended. In addition, nineteen clips were found remaining inside the clip track. This defect was correlated to manufacture. The device was then sent to secondary analysis, and was confirmed to have missing silicone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips did not fully close. The doctor fired the clip as he normally does but it was not closing fully. It remained slightly open. Doctor completed surgery using another device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r94n5r. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and was noted that the silicone was missing and the trigger broken, not allowing the trigger to function as intended. In addition, 19 clips were found remaining inside the clip track. This defect is correlated to manufacture. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.